Event description:
This valve was explanted due to endocarditis. A 27 mm carbonmedics valve (model 700) was then implanted. Due to the fact the procedure was still in progress at the time this event was reported to sjm, the patient's present health status is unknown. Additional information has been requested.